Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during initial drain. Gts explained the message to the care giver (cg) and informed the cg to recycle the hc. Gts informed the cg to start over using new supplies. There was no serious injury or medical intervention indicated at the time of the initial report. During follow up, the hp's nurse said she knew the hp (home patient) had an alarm but not the specific type. The nurse advised she would remind the hp of proper procedures. The nurse said she saw the hp earlier in the week and that he did not have any patient injury or medical intervention.